Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported the patient continued to have issues following a surgery and another procedure to remove scar tissue. Surgeon assessed the patient¿s left knee as having loose components and recommended surgery. A two-step revision surgery was performed on (B)(6) 2010 (exploratory left knee tka, with removal of markedly loose legion femoral component and insert and placement of antibiotic spacers) and on (B)(6) 2010 (placement of new sn tka system).

Event description:
It was reported the patient continued to have issues following a surgery and another procedure to remove scar tissue. Surgeon assessed the patient's left knee as having loose components and recommended surgery. The surgery is scheduled for (B)(6) 2017.